Manufacturer narrative:
An attempt to reproduce the reported issue using simplera 1.3.1 installed on iphone 12 (os 17.2.1) was conducted and confirmed the issue is not reproduced. The software did successfully adhered to the specified requirements and did not performed in accordance with the expectations specified in the software requirements specification document (B)(4). This issue is unknown. After conducting a thorough investigation of the provided information and diagnostic logs , we have found that one of the possible reasons causing this issue is that the user is connected to the 2.4 ghz wifi network while using the sensor, which can cause interference with the signal. To assist with the resolution of the issue, we suggest the user to 1) to check if they are using 2.4 ghz wifi network and if they do use 2.4 ghz. Please upgrade to 5 ghz. 2) also please check if the sensor disconnects when they are not at home and connected to the mobile phone internet. 3) also advice to check if the issue still happens when they are using a different sensor as it can be sensor specific and using a new sensor will resolve the issue. We would also additionally suggest the user to upgrade the app to the newest version available i.e simplera 1.3.2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the connection issue between the simplera app to carelink connect app. The customer reported no adverse event. The event involved product(s) mmt-8400. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the application, and no product return is required for mmt-8400.